Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was not in use on patient.

Manufacturer narrative:
Conclusion / root cause: the data acquisition (da) pcba was tested and no failures were identified. (B)(4).